Event description:
It was reported that the nurse call system functioned intermittently due to nurse call interface cable malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.